Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced because the ipg had been inoperable for approximately a year.

Event description:
Additional information received identified the patient's scs ipg was not inoperable, instead the patient electively decided to have it replaced.